Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube did not maintain inflation. There was cuff leakage that reduced tidal volumes, increased ventilatory pressures, tachypnea, oxygen desaturation, agitation and respiratory distress. The patient experienced multiple episodes of acute respiratory being compromised that resulted in medical interventions including repeated emergency tracheostomy tube changes, respiratory and medical triage, imaging, sedation, and escalation of ventilatory support. The device was replaced and the patient returned to baseline with effective ventilation and no further air leakage.